Event description:
Complainant alleged that while pacing a patient (age & gender unknown) the device was intermittently unable to adjust the pacer output. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.